Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. Upon interrogation prior to revision procedure, it was also found that the ICD exhibited low pacing impedance and noise. It was suspected that blood had leaked into the ICD header. The ICD was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported events of premature discharge of battery, low pacing impedance and signal noise were confirmed. Contamination of device ingredient or reagent was not confirmed. The device was received with normal telemetry communication, normal output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at end-of-service level. Feed through leak test was performed, indicating a device hermeticity breach. This is consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.